Event description:
During testing, it was observed that a pump delivered under specification. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.